Manufacturer narrative:
Investigation is ongoing.

Event description:
Customer reported receiving wrong results on manual test for patient. It was mentioned that the issue was observed with the following tests: rapid hiv, ua multistix, urastix 4 and wet mount.